Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy for temperature management of patient with high fever due to covid-19, the clinical engineer noticed a saline leak and an "air trap" warning from the thermogard xp ivtm system. A cool line catheter (lot#145240) and start-up kit (suk) lot #142314 were used for this treatment. The patient's fever had gone down, so ivtm therapy was ended. The dwell time of the catheter was 6 days. The thermogard system has no report of any problem. No consequences or impact to patient.